Event description:
It was reported that at the emergency room, oversensing noise was noted on the right ventricular (rv) lead. Pacing inhibition was a result of the oversensing. The lead was explanted and replaced. The patient was stable.